Manufacturer narrative:
Patient identifier and weight are unknown. Date of post-operative breakage is unknown. Additional product codes for this report include hwc. Partial UDI number: (B)(4). Procedural dates (both implant and explant) are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that four (4) 2.4mm titanium locking screws broke post-operatively. As a result of the breakage, the patient was returned to the operating room for explant. Details surrounding the procedure and the patient outcome are unknown. Concomitant device(s) reported: plate (part/lot numbers: unknown, quantity: 1). This report is 4 of 4 for (B)(4).